Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) completely power down. There were no alarms or any other abnormal phenomenon before the iabp powered down. The iabp was restarted. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The fse performed pneumatic performance test and autofill calibration, which all passed. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse checked the event logs, and fault code #54 was found, which appeared when the iabp shutdown. There were no spare parts replaced on the iabp, and is running normally now. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) completely power down. There were no alarms or any other abnormal phenomenon before the iabp powered down. The iabp was restarted. No patient harm, serious injury or adverse event was reported.